Event description:
The audiologist reported that the magnet of the pt's device had moved out of the silastic pocket and was sitting on the receiver/stimulator. The magnet was removed and a new sterile magnet was reinserted.

Manufacturer narrative:
This is final report.